Event description:
Boston scientific crm received information that this patient experienced a syncopal episode of unknown etiology. It was reported that the patient had taken his wife's medication which may have contributed to the event. Upon pacemaker interrogation, fusion of intrinsic and pacing activity was observed. Technical services (ts) recommended decreasing the patients lower rate limit to 55 or 50 ppm which seemed the reduce the amount of fusion beats. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.